Manufacturer narrative:
Event date updated ((B)(6) 2018). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: in.pact av access was used during revascularization. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a non-medtronic device was used to treat the venous outflow. Approximately 7 weeks later, revascularization of the anastomosis was carried out using an in.pact admiral paclitaxel eluting balloon catheter. Approximately 6 weeks post revascularization, patient suffered recurrent avf stenosis with revascularization of the anastomosis carried out same day using an admiral xtreme pta balloon. Patient recovered. Investigator assessed event is not related to the study device, procedure or paclitaxel. Sponsor assessed event is not related to the device, procedure or paclitaxel.